Event description:
Customer reported that she was hospitalized in the last 90 days and was released on friday (B)(6) 2014. Customer complained about the transmitter charger not working. Customer stated that she received a replacement charger and it still doesn't charge. Current blood glucose value is 179 mg/dl nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.